Manufacturer narrative:
The impella pump was returned and analysis was conducted into the reported low flows. The cause of the low pump flow was a damaged impeller. Because the fluoroscopic image of the pump/ additional evidence was not returned, a definitive root cause of the fracture could not be determined.

Event description:
A patient was admitted suffering from an acute myocardial infarction. After being stabilized by CPR and intervention she was admitted to the cardiac catherization lab. The patient was diagnosed with multivessel coronary artery disease and had an impella cp placed for hemodynamic support. When the pump exhibited irregular and reduced flows the pump was replaced. Support proceeded on the second impella pump. The second pump successfully supported the patient for over 4 days, was weaned and explanted. The first pump was returned for analysis and found to have damage to the impeller.